Event description:
It was reported that the customer was hospitalized for dka. The customer stated that the luer connector on the reservoir had cracked and caused leakage. It was indicated that the md believes the cause of the event was due to the pump. Additionally, the customer stated that the md requested for the pump to be replaced.